Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colectomy functional end to end anastomosis, during the resection of the first firing, the doctor approached the tissue with the jaws separately and tried to close the jaws, but the cartridge safety did not operate, and the device could not fire. So, the cartridge was replaced and the second one was set in the same way, but its safety did not operate as well and its jaws could not close. For the third time, the device could be used without problem. The surgical time was extended by less than 30 min. There was no patient harm.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The single use loading unit (sulu) was received with a full complement of staples and the interlock was engaged. No damage was noted to the knife blade. The sulu was reset and loaded into a test unit. The test device and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur as a result of the engaged safety lock due to improper loading of the cartridge. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.